Event description:
It was reported that during a ptca treatment procedure involving a calcified and 90% stenotic stenotic lesion in the lad coronary artery, the viva balloon lost pressure at 6 atm's on the initial inflation. The pt was asymptomatic during this event. The viva balloon catheter was removed and replaced with a quantum maverick balloon catheter to successfully complete the procedure. A 6f terumo introducer sheath, a getz brothers neo's light guidewire (size unknown), a medtronic zuma2 4 guide catheter (size unknown) and a seaman inflation device were also used in this case. Pt status is reported as 'good'.